Event description:
It was reported that during the implant attempt, the lead required more force than usual to insert the lead because the stylet was not gauged correctly. The stylet was changed several times, but the issue remains the same. During each change of the stylet, the force required to remove it caused the lead to dislodge. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism. The analyst commented that the stylet was easily removed from the lead.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available.